Event description:
The pt's burn was treated with silvadene creme. The complainant indicated that there was no further treatment necessary for the burn, when the pt was seen during a routine follow-up treatment.